Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not oscillate. It was further determined that the turn-knob would not move. It was observed that an unknown liquid was inside the device and the internal components were corroded. It was determined that these issues were consistent with improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a correction osteotomy surgery on a canine, it was observed that the sagittal saw attachment device and the quick coupling device did not work when attached to the handpiece device. It was reported that other attachment devices worked fine with the handpiece device. There was less than a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.